Event description:
Complaint received from facility contact. Customer reports that the set was conected to the patient's pic line for four days when the tubing pulled out of the male luer in 2007, at 7 p.m. She was receiving a continuous, slow rate morphine infusion, and already receiving antibiotics for her unknown condition. There was no reported patient injury or medical intervention. Although requested, no additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on.this report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 06 2007. A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted.